Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and the pulse generator was unable to be interrogated. No intervention was performed and no patient symptoms were reported. On (B)(6) 2015, the patient returned in clinic and the device was able to be interrogated with a different programmer. The patient would be monitored.